Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was told that the left ventricular (lv) lead was not the way it should be on the last device check. The patient was unclear about the resolution. Further information received indicates that this device exhibited high out of range pacing impedance on the lv channel. All vectors of the lead were tested. The device was reprogrammed to resolve the issue. This device remains in service. No adverse patient effects were reported.